Event description:
Customer reported false negative urine hcg result with medi-lab performance hcg urine test-dipstick vs ultrasound. Pt's urine sample gave negative results on this lot. The office does not perform confirmatory blood work; they confirm pregnancy using an ultrasound. The estimated due date from the ultrasound is (B)(6) 2013.

Manufacturer narrative:
Investigation pending.